Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) automatic inflation failure. After the failure occurred, the equipment was replaced and no casualties were caused.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The getinge field service engineer states that the customer requested a quote but has not requested service to the iabp. If new information is received this a follow up will be sent.

Event description:
N/a.